Event description:
Had mesh installed for pop, severe pain, migrated, bleeding, severe immune suppression; permanent lung damage from frequent infections from "super bugs" (B)(6). Protein losing endopathy. Severe autoimmune disease in gi tract.